Event description:
The customer reported receiving a blank display from the insulin pump with no warning. The customer reported the issue occurred after receiving a new battery cap. The customer also stated the device had poor battery longevity. The customer stated the insulin pump was currently functioning properly. The customer was advised to monitor the system and if they had any concerns in the future to call the helpline. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.